Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, severe paravalvular leak was noted and the valve dislodged proximal. Subsequently, a second transcatheter pulmonary bioprosthetic valve was implanted. No additional adverse patient effects were reported.